Event description:
During a pacemaker replacement electrical issues were reported relative the subject device. No anomalies were noted when the existing lead (medtronic) was connected: click sound was heard, the tip of the connector pin was confirmed to be protruded from the connector block and appropriate connection was confirmed by pull test. When the pacemaker was placed into the pocket and the physician began suturing, pacing failure was observed. When suturing was almost completed, cardiac arrest occurred suddenly. The physician applied cardiac massage and pacing was restarted during the massage. The pacemaker was checked by the programmer: the lead impedance was around 350ohms and pacing threshold was 1.25v. When the threshold test was performed and ended by pressing a space key at the time of capture failure it took longer time than the usual to restart pacing (about 5 seconds). Subsequently the physician checked connection portion and performed a lead pull test and no anomalies were noted. Pressure was applied around the pocket area and oversensing was not observed, however it was confirmed when the lead connector portion was bent. A new pacemaker was implanted and no oversensing was noted when the lead was bent. Some oversensing was confirmed during pocket placement and suturing, but less as the subject pacemaker. The new single chamber device was programmed to a00/70 min-1.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.